Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particle at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The site reported the following: a foreign body was discovered in the low pressure connecting tube of a sss-ctp-qft syringe kit. No injury or adverse event was reported.

Manufacturer narrative:
Bayer quality assurance product analysis received and examined the returned low pressure connecting tubing set (lpct), lot # 8513857. The defect was identified as degraded compound (resin) that is partially embedded in the tubing wall and extends into the fluid pathway. The cause of the reported problem is degraded compound (resin) that collected on the extrusion tooling and became partially embedded in the tubing as it was formed during manufacturing. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
The foreign body in the tubing was observed prior to use and the tubing was never used for a patient injection.